Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in proximal left anterior descending artery (lad) with 85% stenosis and was 34 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post dilation, the residual stenosis was noted to be 10%. After four days, the subject was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2022, the subject died. The primary cause of death was unknown. No action was taken to treat the event, and it is unknown if an autopsy was performed.